Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. As a result, the fse reprogrammed the system back to clinical use software, tested it, and verified it as ready for use. No part replacements were required, and the system was inspected and confirmed to be ready for use.

Event description:
It was reported that prior to docking the da vinci surgical system, the customer encountered repeated non-recoverable errors. A review of the system logs confirmed the errors. Consequently, the customer decided to convert the case to open surgery. The patient tolerated the conversion well.